Event description:
Pt status post matrix construct, level l2-l5 implanted on (B)(6) 2011 returned to surgeon complaining of recurring back pain at l4-l5. X-ray on an unk date showed the locking caps in l4 backed out. Pt returned to operating room on (B)(6) 2012, surgeon cut the rods, removed 3 locking caps, two screws and two rods at l4-5. Surgeon was able to replace 1 locking cap without removing the screw. The construct at l2-l3 was left in place and remains implanted. Reportedly fusion was achieved at l4-l5. No add¿l hardware is being implanted. This is 1 of 7 reports for this event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was returned. A device history records review has been requested.